Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the doctor removed the pump in (B)(6) 2024 because for almost 8 months the patient had what sounded like the patient called "severe ratinitis of the spine.".

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.